Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and urinary retention. The location of the patient's pain was not identified. A surgical procedure was performed during which the cuff was removed and replaced. No further patient complications were reported.